Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator has a battery alarm failure. Customer reported that the device was in clinical use at the time the issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Operator of device: other - unknown. Reporter last name: (B)(6). Health professional? No. Occupation: sales manager. Patient/user involvement: multiples attempts were made to obtain patient's information; however, there was no response. The key market indicated that the unit was in use on a patient. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to customer decline to repair the unit, the root cause of the reported issue could not be determined.